Event description:
Caller states customer reportedly was unconscious with result of 168 mg/dl obtained on the advantage system. Caller attempted to treat the customer with glucose tablets; emergency medical technicians (emts) obtained a result of 68 mg/dl 15 minutes following customer's meter result. Emts treated customer with an IV (contents unknown), and her low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.